Manufacturer narrative:
The directions for use states that the implant must be charged every 30 days to avoid battery depletion. Based on the information received, the cause of the reported incident is related to user.

Manufacturer narrative:
The directions for use states that the implant must be charged every 30 days to avoid battery depletion. Based on the information received, the cause of the reported incident is related to user error.

Event description:
Additional information received indicated patient underwent surgical intervention wherein the ipg was explanted and replaced. Reportedly effective therapy was restored.

Event description:
It was reported during a meeting with the patient to discuss replacement of the patient's implantable pulse generator, the patient stated he had not used or charge the generator for an extended period of time and the battery depleted. Surgical intervention would be necessary to replace the patient's scs system generator.